Event description:
It was reported that during the use of a proplege coronary sinus catheter, pr9 they were unable to advance pr9 into the coronary sinus, performed mimvr with no retrograde using custodial cardioplegia. No adverse patient events reported. No lot number available.

Manufacturer narrative:
It was reported that during the use of a pr9 they were unable to advance pr9 into the coronary sinus, performed mimvr with no retrograde using custodial cardioplegia. No adverse patient events reported. No lot number available. Evaluation: the device was discarded by the hospital and unavailable for evaluation. There was no allegation of a product malfunction in this event, only difficulty in placement of the proplege device. Edwards has in place a technical summary related to this reported procedural difficulty. The instructions for use give guidance around device placement as: ¿once the proplege device can be seen in the right atrium, advance gently while applying counter clockwise torque to align the curve of the device with the intra-atrial septum to place the proplege device tip at the ostium of the coronary sinus. In the training materials there is specific guidance to imaging in regards to navigating the anatomy. It also addresses the thebesian valve presence in 90% of patients in which it may lead to anatomical difficulty in placement of certain patients. Trouble shooting techniques are also provided in the training for when placement difficulty is encountered. There is a warning regarding positioning in that ¿ if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury.¿ in the reported complaint there is no indication the physician did not do as instructed by the IFU and training manuals. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of the available information indicates that the event reported was likely a result of anatomical challenges. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented. No corrective or preventative actions are required.

Manufacturer narrative:
Device evaluation anticipated upon receipt of product.